Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : kdr403 ipg, implanted: (B)(6) 2007; a 310c31 tissue valve, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was possibly fractured. The lead was attempted to be replaced but due to patient's anatomy the attempt was unsuccessful. The physician rescheduled the procedure to be done in the near future. No patient complications have been reported as a result of this event.